Event description:
An olympus service engineer reported error e05 irregularities with the backup data found in the error log record during preventive maintenance. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found e05-backup data abnormal. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the suggested event was not reproduced, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.